Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the lcd cable to backlight module not fully seated at the connector. The cable was reseated to resolve the report. It cannot be determined how the cable became disconnected. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.